Manufacturer narrative:
A qualified service engineer interviewed the customer based on the reported problem. It was confirmed and determined the cause was related to the solenoid, which had been replaced to address the customer's immediate concerns. The system was returned to service with no further similar events reported. The part was disposed of at the customer site. No further information is available.

Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. The solenoid was replaced to resolve the customer's immediate concerns. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.